Event description:
Left total hip replacement done on (B)(6) 2004 with depuy metal on metal pinnacle device. Problems began with swelling and warmth over surgery site, clicking with walking. Hip would lock up while walking and I would have to manipulate it back in to the joint. When lying down, leg would "fall out" of the joint and again I would put it back into place. During this time, I also noticed I became unable to wear jewelry of any kind without some kind of reaction. All these symptoms became worse and more painful and I began treatment with a pain mgmt physician. I finally saw my physician's assistant, only to be told the device looked fine. Upon further insistance, I returned for more xrays and I was able to get my leg to subluxate on the xray table without any undo force. I mentioned to the doctor about the jewelery issue, tests revealed a reaction to cobalt. On (B)(6) 2008, the metal ball and liner were removed and replaced with depuy ceramic head and a plastic liner. I was told I had metallosis. To my knowledge, no blood levels were done. In the next year, I dislocated 3 times before I had a total revision done on (B)(6) 2009, removing the original summit stem. I am still recovering from that surgery. Dates of use: #1 & #2 - (B)(6) 2004 - (B)(6) 2008. Diagnosis or reason for use: # 1 & #2 - total hip replacement. Event abated after use: # 1 & #2 - no.